Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia, with the lowest blood glucose of 40 mg/dl, after dinner with an alcoholic beverage; the ilet alerted to the low and the user treated with oral glucose (orange juice), with confirmatory bgm readings showing recovery. Symptoms included confusion that resolved as glucose increased. Outcomes included resolution without outside assistance or medical intervention. Investigation included review of device alerts and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.